Event description:
Add'l info received from reporter on 08/24/2017 for mw5070630.

Event description:
Provider placing screw in spinal plate. Tip of screwdriver broke off causing tear to left iliac vein.